Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the devices¿ had difficulties in loading, unloading, and toggling, wherein as the scrub tech was changing the device needle out and was unable to open the jaws to remove the needle. She then pushed the black knobs forward and the rabbit ears could be seen, but the jaws were locked in the closed position. In order to resolve the issue, another device was used and resumed the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the devices¿ had difficulties in loading, unloading, and toggling, wherein as the scrub tech was changing the device needle out and was unable to open the jaws to remove the needle. She then pushed the black knobs forward and the rabbit ears could be seen, but the jaws were ¿locked¿ in the closed position. There was no patient injury.